Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the in the device and has alleged to experiencing headaches, dizziness, nausea, heart attack in 2018. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient has alleged to seeing particles in the in the device and has alleged to experiencing headaches, dizziness, nausea, heart attack in 2018. B5 should have been reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the in the device and has alleged to experiencing headaches, dizziness, nausea, eye irritation and heart attack in 2018. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B1 was corrected to reflect the "' adverse event" b2 was corrected to reflect the "' other serious or important medical events" h1 was correct to reflect the "serious injury" h6 was updated with the appropriate health effect - clinical code and corrected the health effect - impact code

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of seeing particles in the in the device and has alleged to experiencing headaches, dizziness, eye irritation, nausea, heart attack in (B)(6) 2018. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.